Event description:
User facility reported during a coronary angiography, using the acist injection system, model cvi, air was injected into a pt at the first injection. The pt's blood pressure fell below 90mmhg systolic and the heart rhythm stopped. The pt recovered after 24 hours.

Manufacturer narrative:
The acist contrast injection system was taken out of service in 2009, and is being returned to acist for testing. On the same day, an acist representative obtained additional information on the event from the hospital staff. The hospital staff reported that they believe the cause of the event was an incomplete purging of air from the acist contrast injection system at set-up. The disposable kits used during the procedure were discarded by the hospital; therefore, no analysis can be made on these items. Upon completion of evaluation and testing of the returned acist contrast injection system, a follow-up report will be filed to FDA.